Event description:
New information indicates that the right atrial lead exhibited a failure to capture.

Event description:
It was reported that the right atrial (ra) lead exhibited low sensing values and under-sensing. Upon fluoroscopy, it was observed that the ra lead was not in a good position for pacing or sensing. The ra lead was capped on (B)(6) 2021. The patient was stable.